Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited noise artifact episodes. The device was reprogrammed on (B)(6) 2019. The patient was asymptomatic.

Event description:
New information received noted that transmission from 9/3/2019 showed multiple oversensing events. Upon investigation, it was found the events were due to right ventricular lead noise. The device was reprogrammed. The patient was stable.